Event description:
This case was reported by a consumer and described the occurrence of possible anemia in a male patient who used poligrip extra strength as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using poligrip extra strength. He stated, he sometimes used the product more than once daily when his dentures would become loose after meals (device misuse). Approximately six to nine months prior to reporting, the patient began to experience muscle pain and joint pain. The patient consulted his physician and had blood tests done fearing anemia (results not reported). This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unknown. Poligrip extra strength was marketed as super poligrip ultra fresh in the united states and was manufactured in (B)(4). Neither the lot number nor the product was available. (B)(4).